Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave oversensing and the right ventricular (rv) lead exhibited t-wave oversensing in the atrial refractory and atrial blanking respectively. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.